Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station not detect on bus. A field service engineer conducted an inspection of the main half-height cubie drawer 3.1. All cubies were released and examined for debris, with none detected. The engineer also inspected all trays. Subsequently, the row board cable and drawer controller for drawer 3.1 were replaced. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es encountered numerous problems with the medstation lately. Currently, we are facing several irretrievable hardware errors, which are resulting in delays in both the restocking process and the accessibility of medication. There were no adverse events or injuries reported based on this event.